Manufacturer narrative:
As reported, the 3dmax light mesh was noted to be torn upon opening the package. The subject device was returned for evaluation. The as received condition is consistent with that of product that has been handled in preparation for use. Evaluation of the sample finds that there are multiple frays/tearing in the edge seal of the mesh, with one tear traveling into the mesh. Evaluation of the sample finds that the product has been handled in preparation for use. The found edge seal and mesh tearing condition is not indicative of the as manufactured condition. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the root cause is most likely the result of handling and inadvertently occurred during user/device interface while in preparation to deploy the mesh. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december, 2020. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness.

Event description:
As reported, while opening the bard/davol 3dmax light mesh package, the mesh was found torn and "it looked like it has been nibbled". There was no reported patient injury.